Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete

Event description:
It is reported that the patient is experiencing pain, swelling, a clicking noise, and loss of range of motion.

Manufacturer narrative:
Medical product - zimmer nexgen tibial plate component catalog #: 00-5980-047-02 lot #: ni, zimmer nexgen patella catalog #: 00-5972-065-32 lot #: ni, zimmer nexgen articular surface catalog #: 00-5964-040-10 lot #: ni. This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This is report 1 of 2 for this patient. See also 0001822565-2017-00255. The lot numbers are unknown; therefore the device history records could not be reviewed. No devices were received; therefore the condition of the components is unknown. These devices are used for treatment. A complaint history review identified no other complaints for part 00-5990-015-02 related to range of motion issues and clicking. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Review of the implanted devices identified no compatibility issues. Per the current nexgen cr-flex and lps-flex knee package insert at the time of the primary surgery, poor range of motion and pain are known risks of this procedure. A definitive root cause cannot be determined with the information provided.